Event description:
The user facility originally reported that during a surgical procedure, there was a 'pop' heard in the operating room, the surgical table appeared to be lower than the original position and the patient had fallen from the table. The facility reported that the procedure was completed successfully with no injuries to the patient or hospital personnel.

Manufacturer narrative:
A steris service technician fully inspected the table and articulated the table through all movements with no issue. No repairs were required. The table pads were also verified and confirmed to have the appropriate velcro present to secure the pads to the table top. As part of our investigation, steris discussed the reported event with the nurse who was present at the time of the event. Steris also spoke to the facility's risk manager. These individuals contradicted the facts originally reported. They clarified that the patient did not fall or move from the surgical table and the procedure was completed as planned with no delays. The nurse and risk manager also reported that they did not believe that the or table was the source of the 'pop' noise heard in the operating room.